Event description:
(B)(4) has received a complaint from one of our customers alleging that one of drive's pt lift being used in a nursing home was involved in an adverse event. During the event, the pt was being transferred from a wheelchair to a bed. It was alleged that a bolt on the lift broke causing the pt to bump on a bed before landing on the floor. The pt was diagnosed with fractures in the fibula, medial malleolus, and t12. This MDR report is based on the customer complaint.